Event description:
It was reported that several aborted therapies were noted due to noise. Noise could not be reproduced. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.